Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen and flanks on (B)(6) 2018 and developed paradoxical hyperplasia (pah/ph) after treatment. Patient diagnosed with ph on (B)(6) 2023. Patient underwent liposuction surgery to the abdomen for correction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen and flanks and developed paradoxical hyperplasia (pah/ph) after treatment. Patient diagnosed with ph on (B)(6) 2023. Insufficient information provided to know date of treatment, which coolsculpting system and which applicator was used.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.